Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge otw balloon catheter. Photo media was attached in the complaint record. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire. The balloon was tightly folded. The guidewire used in the procedure was not returned for analysis, so a test 0.014" guidewire was used for functional testing. The guidewire passed through device with no resistance or issues. The guidewire was inserted through the tip of the device and encountered no difficulties. Photo media reviewed, depicts the complaint device with a guidewire, however, no damage is detected to device. Not able to determine if the guidewire shown, is within the complaint device. Product analysis could not confirm the reported event as the test guidewire was able to pass through the device without resistance or issue. There was no damage or irregularity to the returned device. Photo media provided showed both the complaint device and guidewire but depicted no damage and it was not confirmed if the wire was within the device at the time of the photo.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 24x3.5mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the guidewire could not be pulled out. The balloon was pulled out together with the guidewire intact and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 24x3.5mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the guidewire could not be pulled out. The balloon was pulled out together with the guidewire intact and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.